Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer reverted to manual injections for insulin therapy.it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range.the specific value is unknown but bg remained between 54-500mg/dl. The customer reverted to manual injections for insulin therapy.